Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission suggested undersensing on the right ventricle leadless pacemaker (rvlp). It was later noted under x-ray, that the rvlp was found to be dislodged and sitting in the lung. No changes or interventions were performed. The patient condition is not known.

Event description:
New information received indicates that the right ventricle leadless pacemaker (rvlp) was explanted and replaced on (B)(6) 2026.